Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: "accident during the preparation of zaltrap: after capping, the needle was not quite straight. Consequence : leakage when medication was applied. Lost 2fl 200 mg. Cost per bottle: 665 euro".

Manufacturer narrative:
H.6 investigation summary: a total of fourteen samples were provided for investigation. Samples consisted of protectors from lots 1910122, 1811504, 1806101 and 1903116. Two (2) samples from lot 1806101. One (1) sample from lot 1811504. Two (2) samples from lot 1903116. Nine (9) samples from lot 1910122. After a visual inspection for all samples received from all suspected lots no anomaly found. No anomaly found on membrane from all samples received no anomaly found on protector needles from all samples received. All protectors received were connected to the vials using a m12 assembly fixture. All protectors received fitted properly the vials. Connected to an injector + syringe, functionality test was performed on all samples received. After a function test, the bladder worked properly. Liquid could move between syringe and vial without anomaly. No leakage was found between protector and vials in any of the samples received. See some pictures below: inspection and tests protector housings are currently molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts (snap fit diameter and highness of the protector housing and properly measures of the needle housing pass/fail included) are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verified if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. During all the tests performed according to ph-302 (overpressure test, leakage test, etc) the leak between protector and vial would be noticed. Since DHR review and lot release testing from all suspected lots do not indicate any issue and the event reported couldn't be duplicated on all samples received from all suspected lots reported, it is not possible to establish the root cause of the incidence reported at this time. It may be considered that, since the vials usually used for protector p14 present a smaller area for connecting the protector, a bad connection between the protector and the vial (near the aluminum cap) is more likely to occur causing leakage. Leakage sometimes may be probably occurred with small vials and can occur when the rim is hit or /bent. M12 assembly fixture should be recommended to use in a slow consistent manner that decreases the rate of leakage. Ensure that it is a compatible standard vials with protector p14. Functional testing was performed, connecting the protectors to a sample vial using the m12 assembly fixture. In all cases liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history was performed and found no no-conformance's related to the reported issue during production of the suspected lot codes. Based on our quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important that the protector is completely vertical when connecting to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: "accident during the preparation of zaltrap: after capping, the needle was not quite straight. Consequence: leakage when medication was applied. Lost 2 fl 200 mg. Cost per bottle: (B)(6)".